Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump suspended insulin for an unknown reason. After troubleshooting with tandem technical support, it was shown, that the customer had suspended insulin delivery on their own. And the pump had declared a resume pump alarm. Customer¿s blood glucose (bg) level was "high". Although, specific value was not provided. A correction bolus was delivered to address bg.